Event description:
It was reported that there were several issues with the pump. It was reported that there was a volume discrepancy. The actual residual volume (arv) was greater than the expected residual volume (erv), arv: 35 cc and erv: 4 cc. The health care professional also discovered a seroma at the pump pocket site and aspirated 50 cc of fluid from the area. The patient experienced drainage/incisional wound opening, underdose symptoms specified as no pain relief from pump. It was later noted that 60 cc of fluid was drained from the pocket. The location of the issue or symptom was the device pocket/catheter track. The cause of the discrepancy was unknown. A catheter dye study was performed and unable to aspirate. The actions required as a result of the event included medical intervention explained as a dye study. Diagnostic testing or troubleshooting performed included a dye study, x-rays, CT scan and logs were checked. The product issue was not resolved and the cause of the issue was not determined. Later the cause of the discrepancy was indicated as a catheter issue. The medication was not going through catheter and was unable to aspirate. It appeared that the catheter was coiled multiple times and was thought to be kinked per the health care professional (hcp). The hcp was questioning whether a revision was in the best interest of the patient. The patient was referred to a neurosurgeon. The cause of the seroma was reportedly due to the catheter separating from the pump. Aspirating the seroma did not resolve the issue but the seroma was reduced. The pump rate was lowered significantly. The patient was not getting effective therapy. The patient had never really had good pain relief from the drug infusion system since implant. At the time of report the patient was stable and at her ¿normal miserable self¿. The patient had never really had good pain relief from the drug infusion system since implant. The patient had increased acute pain but no acute withdrawal. The patient had oral (po) oxycodone and hydrocodone medications. The patient¿s status at the time of report was alive ¿ no injury. At the time of report the patient was not recovered, symptoms/issue on-going. The pump was used to infuse dilaudid. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8782, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID neu_unknown_cath, serial# unknown. (B)(4).

Manufacturer narrative:
Unknown catheter updated to: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, partial explant: (B)(6) 2014, product type: catheter.